Event description:
The physician had wanted to use the renu converter device as a primary method to fix a aaa in a patient with an occluded right iliac artery. The final angiogram revealed what was thought to be a proximal type I endoleak, but was later thought to be a type iii endoleak. The site was reballooned multiple times with no change to the leak. Another contrast injection noted that there appeared to be a hole in the graft material, confirming the leak was a type iii leak. A zenith converter was placed in an attempt to resolve the leak. After the converter was placed and ballooned, the leak persisted, but was diminished. The physician elected to end the procedure with the hope that the diminished leak would thrombose once the effects of heparin had worn off.

Manufacturer narrative:
Evaluation: this event is still under investigation.